Event description:
The customer reported that the knife would no longer advance and cut. There was no patient injury. The device was returned and visual inspection discovered that the webbing was protruding.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up will be submitted.